Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was printed at the manufacturing facility. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date of (B)(4) 2011 was overwritten by the new information. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver pitocin 20u/1000ml, at a rate of 125ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. After approximately 4 hours during fundal assessment, the nurse noted that the patient was hemorrhaging. The physician was notified and a bolus of pitocin was ordered. The device was then reprogrammed to deliver at a rate of 999ml/hr and the delivery was restarted. The patient was also treated with an unspecified concentration of methergine and fundal massage. At an unspecified time after the bleeding was controlled, the nurse noted there was approximately 900ml remaining in the pitocin container. The device was removed from the clinical setting. It was reported that the remaining pitocin in the container was delivered in a 1 hour duration using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.